Event description:
It was reported to st. Jude medical that the pt received inappropriate high voltage therapy as a result of oversensing. During the lead revision procedure, the physician observed an insulation defect at the is-1 proximal end of the lead. The lead was explanted and will not be returned for analysis.